Event description:
A customer returned a ventilator to an authorized service center with a complaint that the device was making a chirping sound. The customer made no other allegations of device malfunction, pt harm, or injury. During the repair eval, the customer's complaint of a chirping sound (low battery alarm) was not duplicated, but the ventilator failed a remote alarm test. The failure of the remote alarm test was caused by a lead wire becoming disconnected from the remote alarm bayonet neill-concelman bnc connector that could be used to attach a remote alarm to the ventilator or to connect the ventilator to a nurse call system. The ventilator passed all other tests that were performed. The MFR's investigation has determined this failure of the remote alarm bnc connector would cause a remote alarm to sound constantly if connected to the ventilator, which would alert a caregiver of the malfunction. However, if the remote alarm bnc connector was used to attach the ventilator to a nurse call system that was configured for normally open operation, this failure would not allow the nurse call system to activate during a pt alarm state. The primary audible and visual alarm functions of the ventilator would not be affected by this failure. The MFR could not determine how the wire became disconnected.

Manufacturer narrative:
The MFR concludes that good clinical practice would call for caregivers to verify the function of the remote alarm connector when in use. This verification would detect a failure of the type that occurred. Product labeling (respironics plv-102 clinical manual, pn 37500) includes warnings and cautions to verify alarm function to maximize pt safety. A review of the MFR's complaint database revealed no increasing trends in reports of remote alarm bnc connector failures. This malfunction would only occur if the ventilator was connected to a normally open nurse call system. The MFR concludes no further action is required.